Manufacturer narrative:
The investigation for the reported low pump flow and cannula kink has been completed. The impella device was not received from the customer. However, details were sufficient to determine the root cause to be a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support it was reported that the device became kinked during use with low pump flows. The cannula kinked on itself inside the patient and there were not optimal flows. The pump was removed, and a new pump placed. Additional information was provided that noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.